Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise was observed on the rv lead. Patient received inappropriate atp therapy due to the lead noise. Patient was brought into the clinic and programming changes were made. Externalized conductors were observed on the rv lead. Lead was capped on november (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure and will continue to be followed up.